Manufacturer narrative:
Analysis summary: the exact cause of the connecting bar fracture could not be determined from the returned films. The anatomy at implant is unknown, and earlier post-implant CT¿s were not provided for comparison. The films revealed that the connecting bar, which had fractured between the 2nd and 3rd proximal covered stent, was improperly rotationally aligned along the lateral-right side of the device. Per the IFU, the connecting bar needs to be rotationally aligned during implant with the outside curvature of the thoracic aorta. It is therefore possible that the incorrect orientation of the connecting bar may have led to the eventual fracture. Lack of returned angiograms did not allow for a more comprehensive determination of the integrity of the fabric; especially near the location of the c-bar fracture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of thoracic traumatic transection.tevar was su ccessful with complete aortic remodelling. It was reported that on the most recent plain film it was noticed that the longitudinal support bar had fractured. Cta has shown the distal aspect of the proximal part of the bar to now be entirely intraluminal (presumably only tethered by it's proximal fixation). The cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.